Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were found in the insulation, which are probably a result of the operation procedure. Blood had entered the lead at this tie. The analysis did not show any other deviations that could be related to the clinical complaint could be detected. No anomalies could be found during the performed screw-in tests; the fixation could be extended and retracted evenly. The numbers of turns were within spec, and the fixation was without anomalies. In summary: there were no indications of material defects or mfg errors.

Event description:
Loss of capture was reported 1 day after the implantation. The lead was repositioned. All measurement values were ok. On the next day, another loss of capture was detected. The lead was explanted and returned to biotronik for analysis. No worsening of the pt's state of health was reported.